Event description:
It was reported that the asymptomatic patient received a vibratory notifier and presented via merlin.net transmission. Upon review, an instance of capacitor charge time-out during maintenance was observed. On (B)(6) 2017, the implantable cardioverter defibrillator was removed and replaced. The patient was stable following the procedure and would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.